Event description:
During a remote follow-up, it was reported that the patient experienced inappropriate anti-tachycardia pacing (atp) due to the programmed therapy discriminators of the device. The event resolved spontaneously. The patient is stable with no consequences and will continue to be monitored.